Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Reportedly, customer was hospitalized. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event. Customer declined follow up from tandem technical support. No additional information was provided.